Event description:
It was reported that the delivery shaft was fractured. The 90% stenosed, 25mm-32mmx2.75mm-3.25mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, this device was used to provide support, however, it was noted that the delivery shaft was fractured. The device was simply pulled out and completely removed from the patient's body and the procedure was completed with another of same device. There were no complications reported and the patient was stable after procedure.

Event description:
It was reported that the delivery shaft was fractured. The 90% stenosed, 25mm-32mmx2.75mm-3.25mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, this device was used to provide support, however, it was noted that the delivery shaft was fractured. The device was simply pulled out and completely removed from the patient's body and the procedure was completed with another of same device. There were no complications reported and the patient was stable after procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. The manifold failed to return for analysis. There was a separation of the hypotube just distal to the end of the strain relief as the length of the hypotube returned was 125.8cm from the weld plate. The separated end of the hypotube was ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was partial collar and shaft detachment, to which the shaft portion within the collar was kinked. There was blood present in the shaft of the device. No other issues were identified during the product analysis.